Event description:
It was reported that a detachment occurred. An opticross hd catheter was selected for use in a percutaneous coronary intervention (pci) procedure. During insertion into the guide catheter, it was noted the sheath of the catheter was fractured. The device was removed without issue and was replaced to complete the procedure. No patient complications were reported. It was further reported that the device was kinked. No image was displayed as a result of this kink.

Event description:
It was reported that a detachment occurred. An opticross hd catheter was selected for use in a percutaneous coronary intervention (pci) procedure. During insertion into the guide catheter, it was noted the sheath of the catheter was fractured. The device was removed without issue and was replaced to complete the procedure. No patient complications were reported.